Event description:
It was reported by the physician that the patient is deceased and died approximately seven months post implant. Physician review of device performance data noted that the patient appeared to die of ventricular tachycardia (vt) ¿that was not treated because of the ICD¿s programming.¿ no additional information related to the patient death was available.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212 competitor implantable pacing lead, implanted (B)(6) 2007; 1888t competitor implantable pacing lead, implanted (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.